Event description:
Endotronix's proactive monitoring identified suspected sensor inaccuracy and recommended the patient undergo right heart catheterization (rhc) to verify the accuracy of the sensor. As of (B)(6) 2025, recalibration has not been scheduled.

Manufacturer narrative:
Updated sections: b5, d4, g3, g6, h2, h4 and h6. B5: additional information received indicates that a right heart catheterization (rhc) was performed to confirm the accuracy of the pressure sensor against a reference pressure. It was noted that the sensor calibration was within the fluid filled limits of agreement; therefore, no adjustment was required. However, an offset adjustment of 6.2mmhg was conducted to fine tune the sensor accuracy as part of the recal. H3: the sensor was not returned for evaluation as it remains implanted. On (B)(6) 2025, the patient underwent a right heart catheterization (rhc) recalibration. The 2.5 mmhg difference that sensor (B)(6) exhibited during the recalibration falls within the predicted limits of agreement between the cordella system and fluid-filled reference measurement (patient was implanted with the sensor for 1072 days before the recalibration). This, combined with the evidence showing the sensor was manufactured per specifications, confirms that the system was performing as intended and within expected accuracy limits. As a result, the reported event was not confirmed.